Event description:
Procedure type: laparoscopic rectum resection. According to the reporter: the handle stopped in the middle. Broken sound was also heard. The device was released in the middle of rectum. Additional resection of tissue was done with echelon green and anastomosis was done. A metal piece was found on the knife track on the cartridge. No bleeding occurred. Nothing fell into the pt cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).